Event description:
While attempting to insert a PICC in the patient's left basilic vein the guidewire kinked to approximately a 90 degree angle. The guidewire was completely inserted. It had to be removed under fluoroscopy. The wire did not fray or break. The vein did not shear. A PICC line could not be placed in the right arm. A central IV catheter was placed in the right internal jugular vein.